Event description:
It was reported that this left ventricular (lv) exhibited failure to capture. This lv lead remains implanted. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).